Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had called to inquire about how to use their handset and communicator to connect to their therapy settings. Patient services walked the patient through connecting to their settings and the patient was able to successfully connect to see their settings. The patient stated the therapy hadn't been very helpful for them since they were implanted and that they'd tried two different programs but they still weren't getting a 50% or greater reduction in their symptoms so they wanted to try a different program. At the time of the call, the patient had been trying to figure out how to turn on the handset and said they had a manual that showed the button for the power button but it didn't say to hold the power button down for 3 seconds and they had wasted a lot of time trying to figure out how to turn the handset on. The patient stated they were reading about electrom agnetic interference in their manual and noted they were concerned their cellphone on their nightstand while they slept was interfering with their therapy via electromagnetic interference. Patient services reviewed therapy considerations with the patient and emi c onsiderations as well. The patient was going to switch to a new program and monitor their symptoms, make an additional adjustment or call back for assistance if needed and reach out to their healthcare provider for further concerns about their symptoms. Patient also mentioned they read about security devices and that they had been caught off guard when they had to walk through security at a basketball game but they didn't think anything happened. Documented reported event. No further actions were taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.